Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had critical override and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override and station was offline. A field service engineer (fse) found that the station was not communicating even though all hardware was good. The network interface card power saving setting had been enabled, so corrected it. Fse also found that the station would not communicate at 100 half-duplex and changed the setting to auto-negotiate, and communication was restored. Fse verified that the station communicated properly and all data came up. The system functioned as intended after the field service engineer repaired the device.